Manufacturer narrative:
Although there was reportedly no impact to the patient, the event description indicates that blood loss estimated at 200 to 300-cc did occur. Additional surgical procedure was required to retrieve the detached distal portion of the sheath. Results - is based upon evaluation of returned sample and user facility information; is based upon testing of reserve samples conclusions - are based upon evaluation of returned sample and user facility information; is based upon testing of reserve samples the involved device was returned and evaluated. Examination confirmed: the sheath showed evidence of being crushed by an instrument, such as a hemostat; the plastic layers of the sheath have ragged, torn edges at the points where they had been separated into 4 pieces; the coil wire layer was, also, severely stretched and fractured. Examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. Physical testing of the reserve samples confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The cause of the resistance is likely to have been related to the patient's reported peripheral vascular disease and/or the previously placed stents. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal following a stent procedure in the external iliac & superficial femoral arteries. Follow-up communication confirmed that: the physician encountered resistance during insertion of the sheath over the guidewire, but the insertion was successful; following the procedure, the sheath reportedly "snapped" as it was being withdrawn over the wire into the right iliac system; "significant bleeding" (estimated at 200-300cc) was observed from the entry site; the bleeding was controlled & the patient was given IV fluids; then, 2 incisions were made adjacent to the entry site & the detached portion of the sheath that remained in the vessel was located; the detached distal section of the sheath was apparently still caught on something in the vessel; complete removal of all detached material was achieved, but required the incision to extended & the sheath to be removed in 3 separate pieces; and there was no reported harm to the patient due to the event.